Event description:
The customer reported the sys had a problem with the software. The fse noted, the ipc 1000 board does not work. With the central computer not working, the sys would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.